Event description:
It was reported the patient has not used her device in over 6 months, and it will not communicate with external devices. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.